Event description:
It was reported that the bd micro-fine¿ pro pen needle button could not be pressed in during the injection. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the button could not be pressed during injection. The product could be used without any problems during priming, but during the actual injection, the button could not be pressed with about 2 units remaining."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.